Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump prime fill anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her pump was broken and it seems to have completely died. The customer stated that she was getting an motion sensor test failure error. The customer stated she tries to rewind the pump and she was able to rewind the pump but then the pump starts doing a self check and then goes back to giving an error of motor error. Customer states the rewind message occurred after an alarm. Customer was unable to get out of rewind and prime loop. The customer has been in the rewind and prime loop for approximately 2 hours. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and basal delivery. Unable to verify alarm, prime and fill anomaly due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.